Event description:
Second day in a row, when priming the lipid filter, rn was unable to get all the air out. Rn had to use multiple filters to find one that finally worked. Rn asked around and others were experiencing the same issue. This event did not reach the patient, as it occurred when priming the IV line prior to changing it out. I was informed by the unit senior manager, that the nurse had gone through three filters before finding one that worked. Senior manager also reported that this has been an ongoing issue for at least 3 months. If you would like, you can contact unit manager regarding this.